Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(4). This report is for unknown angled blade plate /unknown quantity/unknown lot. One patient was primarily grafted. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article rahme, d and harris, I. (2007). Intramedullary nailing versus fixed angle blade plating for subtrochanteric femoral fractures: a prospective randomised controlled trial. Journal of orthopaedic surgery, 15, 278-81. The purpose of this article is to compare closed intramedullary nailing to open reduction and internal fixation using a fixed angle blade plate for the management of subtrochanteric femoral fractures. Fifty eight (58) patients were equally randomised to undergo either an intramedullary nailing (in) or fixed angle blade plating (bp) between august 2001 and august 2003. Mean patient age in (in) group was 73 years and in (bp) was 67 years. It was concluded that there was no difference in treatment outcomes between the 2 methods. This is report 3 of 4 for (B)(4). This report is for an unknown angled blade plate and refers to post-operatively for one patient who was primarily grafted and also for one patient who had infection.